Event description:
It was reported via repair work order that the scale was inaccurate due to a damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported via repair work order that the footend lift would drift down to a malfunctioning hi/lo motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.